Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 250mg/dl with confusion associated with a recurring loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the pump was emitting recurring loss of prime warnings despite changing the cartridge. The patient reportedly had addison's disease, which may have also had an impact on bg levels. This complaint is being reported based on the allegation that the patient experienced elevated bg associated with a recurring loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: a review of the black box indicated data beginning on (B)(6) 2017. The data from the time of the alleged complaint was unavailable for review due to continued pump use. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The force sensor calibration was found to be within specifications. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).